Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The cause of the memory inconsistency was not able to be determined, but was likely the result of exposure to radiation, either therapeutic or environmental. The device remained in service and was subsequently explanted approximately five years later because the device had exhibited a code 1003 alert, indicative of the battery voltage being too low for the projected remaining capacity. A separate report was submitted (reference 2124215-2018-00869) with the laboratory analysis results for this device related to the recent code 1003 alert.

Event description:
Boston scientific received information that this patient was followed up via remote monitoring when it comes to this implantable cardioverter defibrillator (ICD). Non-sustained ventricular arrhythmias were seen on the remote monitoring website, but were not seen at allow up. A review of the data by engineering noted that the error was diagnostic and should not interfere with device operation. As the counters have been reset this value would be recorded in the right-hand column of the device totals and the most recent counts would be correct in that they will report the counts since the last reset. The device remains implanted. No adverse patient effects were reported. This device was subsequently explanted and returned for analysis.